Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on continuous glucose monitor, although specific value was not provided. The high bg was caused by pump settings being inputted incorrectly. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.